Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The initial glucose result was 167.7 mg/dl. The test was repeated because it was not consistent with the patient's previous readings. The repeat result was 87.1 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer found that there was damaged vacuum tubing on the rinse unit. The field service engineer replaced the rinse tubing and confirmed calibration, and qc were acceptable.